Manufacturer narrative:
The ipg was functionally tested and passed all testing. The root cause of the depleted ipg battery cannot be determined since analysis confirmed the ipg operated normally after the depleted battery was recovered.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient's scs ipg would no longer communicate with external devices and the physician decided to replace it with a new one addressing the issue.